Manufacturer narrative:
This MDR is being submitted as part of retrospective review as a result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. The complaint received states that during use the helipaq 10 platinum microcoil 5 mm x 15 cm (hsr10051520 / f66460) failed to detach. Coil removed from plastic holder as per usual preparation. Coil tested before being used in patient and passed. Coil positioned and detachment box switched on; second green light would not come on. Both cables and detachment boxes were changed but still unable to detach. Position of coil also adjusted; no change. In the end coil had to be removed. Different company coil used in place. No similar problem noted on previous 8 coils. There is no report of injury for the patient. The device positioning unit failed electrical testing. The most likely root cause of the enpower¿s system go light not illuminating was due to a fracture of the solder joint located inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined. Although not complaint related; the resheathing tool was found to have been advanced over the proximal end of the green introducer. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿return to the infusion microcatheter¿s rhv. Loosen the rhv and gently slide the introducer tip out from the rhv; over the dpu wire. Once a small section of the exposed dpu wire is visible; tightly grasp it with the thumb and forefinger of the same hand that is holding the rhv. Using the thumb and forefinger of your other hand; grasp the introducer tip; slowly slide it away from the rhv over the dpu wire. Continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool; leaving approximately 1 inch of the unsheathed introducer sheath still visible.¿ the complaint was confirmed on analysis. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information suggests that procedural and handling issues may have contributed to the confirmed event.

Event description:
The complaint received states that during use the helipaq 10 platinum microcoil 5 mm x 15 cm (hsr10051520 / f66460) failed to detach. Coil removed from plastic holder as per usual preparation. Coil tested before being used in patient and passed. Coil positioned and detachment box switched on; second green light would not come on. Both cables and detachment boxes were changed but still unable to detach. Position of coil also adjusted; no change. In the end coil had to be removed. Different company coil used in place. No similar problem noted on previous 8 coils. There is no report of injury for the patient.